Manufacturer narrative:
On (B)(6) 2024, following a galaxy-assisted bronchoscopy procedure, the patient was transferred to the pacu, where the physician identified a pneumothorax. As a result, the patient was hospitalized and monitored by the medical staff. No chest tube intervention was required. No malfunctions of the noah galaxy device were reported during the procedure. The physician does not attribute the injury to the device but rather to a complication of the biopsy procedure. Notably, the patient also had a history of pneumothorax. A clinical engineer reviewed the procedure video log, and the investigation found no malfunctions or user errors associated with the galaxy device. This case is being reported retrospectively to document the pneumothorax.

Event description:
On (B)(6) 2024, following a galaxy-assisted procedure, the patient was transferred to the pacu, where the physician identified a pneumothorax. As a result, the patient was hospitalized for observation; however, no chest tube intervention was required. The physician does not attribute the injury to the use of the noah galaxy device but instead considers it a complication of the biopsy procedure. No malfunctions or irregularities were reported with the galaxy device, which functioned as expected throughout the procedure.